Manufacturer narrative:
Additional information was received that the hematoma was related to the procedure. No further course of action will be taken regarding the patient¿s explant procedure.

Event description:
A report was received that after the scs permanent implant procedure, the patient developed a hematoma. It was also reported that the patient was experiencing tenderness at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Event date: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that after the scs permanent implant procedure, the patient developed a hematoma. It was also reported that the patient was experiencing tenderness at the pocket site. The patient will undergo an explant procedure.